Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-17004. It was reported the patient's scs ipg is nonfunctional after not being used/charged for approximately 2 years due to ineffective stimulation. Follow-up identified the patient is unsure about wanting to undergo surgical intervention to address the issues and the physician has not determined a course of action as there are unrelated issues that are being addressed at this time.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.